Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced supraventricular tachycardia for approximately thirty minutes. When the rhythm accelerated enough to get into the ventricular fibrillation (vf) zone, a shock was successfully delivered. It appeared then, that the patient was in a true wide complex ventricular tachycardia (vt) rhythm. No further therapy was provided after that point. The device remains in service. No adverse patient effects were reported.